Manufacturer narrative:
The field service engineer checked the instrument and it was performing within specifications. The root cause was consistent with a maintenance issue. The service actions (replacing and adjusting the sample probe) resolved the issues. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas c503 analytical unit when compared to 2 different cobas analyzers. Initial result: 277 mol/l. 1st repeat result: 102 mol/l (tested on a 2nd analyzer). 2nd repeat result: 105 mol/l ( tested on a 3rd analyzer). The repeat results were deemed to be correct.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The customer stated that they had qc problems related to creatinine since (B)(6) 2024, however, the qc was within the assigned ranges on the day of the event. The field service engineer changed and adjusted the sample probe. No further issues were reported afterward. The investigation is ongoing.